Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a bent video connector pin. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the visera elite video system center. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, scope image not displayed occurred because the electrical contact pins of the video connector were bent, resulting in abnormal signals from the scope. The root cause of why the electrical contact pins of the video connector were bent could not be identified. Olympus will continue to monitor field performance for this device.